Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 60 and 110 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for eval. Replacement test strips were sent to the customer.